Manufacturer narrative:
(B)(4). Report source, foreign: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that during surgery, an instrument fracture occurred. Furthermore, no fractured instrument pieces were left in the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: date of report, description of event or problem, device identification, date received by MFR, type of report, type of reportable event, follow up type, evaluation codes, additional narrative. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that during surgery, an instrument fracture occurred. Furthermore, no fractured instrument pieces were left in the patient.

Event description:
It was reported by the hospital that during surgery, an instrument fracture occurred. Furthermore, no fractured instrument pieces were left in the patient.

Manufacturer narrative:
Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection of the returned instrument confirmed the reported event. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the fracture is likely to be due to the instrument being used beyond its reusable lifespan. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.